Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor was unable to complete a pulse test. The cause for the failure was isolated to a shorted u6 on the computer/analog pca. The root cause for the shorted u6 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete a pulse test.